Event description:
It was reported that during a procedure to place a hickman catheter, a portion of the peel away introducer separated and a fragment remained in the patient. The patient was taken to radiology where the remaining portion of the peel away device was successfully retrieved from the right atrium.